Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent revision of mesh on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, urinary incontinence, urinary frequency, urgency, urinary tract infection and vaginal stricture.